Event description:
During the endoscopic vein harvesting procedure, the scissor did not cauterize. The surgeon used a replacement unit to finish the procedure. No patient complications were reported by the hospital.